Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem was found at the time of turning on the device. There was no patient involvement, and no harm or injury was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system powered off suddenly. Upon functional testing, the fse identified that the acquisition monitor had no power, review monitor displayed philips logo; even restart didn¿t resolve the issue and upon further check the fse confirmed that the suite pc was defective. The defective suite pc was returned for analysis, and it confirmed power supply had no power and hdd bay was not turning on. To resolve the issue, the fse replaced suite pc and did related adjustment. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system powered off suddenly. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.